Event description:
New information indicates the device was reprogrammed to decrease the right atrial (ra) lead sensitivity in order to resolve this event. The patient was stable with no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
While reviewing device data, noise resulting in oversensing was noted on the right atrial (ra) lead. The patient is stable, and the device is being monitored.